Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One used ls1500 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified a staple wedged within the jaws, causing the knife to jam and prevent the device from opening. After forcing the device open and removing the staple, functional testing was within specifications. The handle of the device opened and closed, and the jaws worked well when the handle was used. The investigation found the issue to be due to misuse by the user, where the device was used to seal tissue that contained a staple. The instructions for use included with this product warns users not to attempt sealing over clips or staples. The device history records for this lot found no potentially contributing factors to the reported issue.

Event description:
The customer reported that during a robotic lavh procedure, the device would not release or open after application to tissue. The device was pulled off of the tissue and no patient injury occurred.